Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿7f mynx control vascular closure device (vcd) would not stay inflated during deployment. A second device from the same lot was attempted with the same result, and a third device from a different lot was used successfully with the balloon remaining intact. There was no reported patient injury. Hemostasis was achieved with another mynx device from a different lot. The mynx vascular closure device (vcd) was used in a peripheral intervention procedure. The deployer was trained in the use of the device. No damage was found on the device or device packaging prior to opening. The device was handled and prepared in accordance with the instructions for use (IFU). The balloon was prepared with 1cc contrast and 2 saline. The balloon was not inverted. The remaining five units from the lot were pulled. The devices will be returned for evaluation.